Manufacturer narrative:
Initial.

Event description:
It was reported that during tubing change and rewind, the ilet displayed repeated ¿unable to proceed¿ messages and a restart 38 alert consistent with an insulin delivery motor stall, with no cartridge inserted, resulting in failure to infuse and difficulty using the device; the implicated component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and device behavior consistent with a stalled insulin delivery mechanism linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.